Event description:
It was reported that during a lap. Appendectomy procedure that the device did not work during the procedure. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Damaged firing mechanism. Eval summary: the analysis results found that the device was received with the firing mechanism damaged and with no reload present. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.